Manufacturer narrative:
Other applicable components are: product ID: 377745, lot# n0034900, product type: lead; product ID: 377745, lot# n0034903, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's wires "failed" four months into having their system and that there was an impedance issue. The leads were replaced. No further complications reported.